Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm and unresponsive keypad. The blood glucose reading is 172 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. All operating currents were within specification and no unexpected low battery, battery out limit or off no power alarms were noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker and a scratched reservoir tube window.